Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 421 mg/dl, which was treated with old insulin pump. During troubleshooting, it was found that customer may have been exposed to airport security scanner a year prior. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.